Event description:
It was reported that the preloaded intraocular lens (iol ) was scratch/crack/print. The lens remained implanted. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: n/a - the lens remains implanted. Section e1 telephone number : (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.